Manufacturer narrative:
Image review results: x-ray post op shows one of the s1 screws fractured. This happened at an early point before fusion would be expected to have occurred. Construct reported as l2-5, instrumentation looks small but appropriately placed. Root cause: surgical technique.

Event description:
Pre-operative diagnosis: central spinal stenosis l3-4, foraminal stenosis l5-s1 "higher," degenerative scoliosis operative procedure: instrumented posterolateral fusion at l2-s1, decompression at l3-4, "highersided" foraminotomy l5-s1.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: spinal stenosis levels implanted: l1-s1 it was reported that after 3 months of the l2-s1 spinal fusion surgery, post-op, the s1 screw fixation was broken at the second screw threaded level and was still in patient. Patient was healing well but there was no anchorage (fixation) at this level and she experienced some pain. The screw was inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.